Manufacturer narrative:
Date of birth not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was treated with parenteral antibiotic as outpatient for possible infection. The culture was positive for staph aureus. The patient presented with shortness of breath and runs of ventricular tachycardia. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported ventricular tachycardia could not be determined through this evaluation. It was reported that the patient was treated as outpatient for a possible infection. He presented with shortness of breath and runs of ventricular tachycardia. Cultures were collected from the driveline exit site and were positive for staphylococcus aureus. The patient was hospitalized and treated with parenteral antibiotics and surgery. Per the report, the event began on (B)(6) 2019 and resolved on (B)(6) 2019. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump logs were submitted on 12dec2019. The adverse event (ae)/code of federal regulations (cfr)was completed. The patient was treated with surgery and the event resolved on (B)(6) 2019.

Manufacturer narrative:
Date of event: correction, additional information. Description of event or problem: additional information.